Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu <1cfu/endoscope. Bacterial identification: no detection. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the information on cleaning, disinfection, and sterilization process. During pre-cleaning, water was aspirated through the instrument /suction channel, flushing channels, air/water channel and auxiliary channel. During pre-cleaning and manual cleaning, detergent used was ddn9 (neutral detergent disinfectant). The parts brushed were the instrument/suction channel, suction cylinder, instrument channel port and distal end /areas around elevator. The automated endoscope reprocessor (aer) used was soluscope s4 a with soluscope c detergent and soluscope p disinfectant. Aer was also tested for microbiological test. The endoscopes are stored in drying cabinet and vertically hanged. The endoscope was not sterilized. Olympus is the maintenance company. There was no patient infection. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, the colonovideoscope tested positive for an unexpected contamination. The issue was found during routine microbiological culture of the scope during reprocessing. The hygiene microbiological investigation report from the customer indicated all the channels of the scope were cultured and tested positive for 6 colony forming units/100 milliliters (cfu/100ml) of unspecified aerobic microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.